Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Patient reported that the pump was damaged around the battery compartment. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: a visual inspection of the pump showed no damage to the battery compartment. Unrelated to the initial complaint, there was a crack observed at the u-groove. A test clip was able to attach and detach properly to the pump. Additionally, the battery cap had torn threads and was unable to fully tighten on to the pump. A test cap was used. The display screen was found to be dim and discolored.